Event description:
Reportedly the procedure was to treat a lesion located in the left anterior descending artery with mild calcification. Predilatation was performed with a 3.0x12 mm at 16 atmospheres with residual stenosis less than 40%. A 3.5x28 mm device was advanced but could not cross the target lesion due to the patient anatomy and when the physician applied force, the shaft broke outside the patient. Another unspecified device successfully crossed the lesion. There was a good final patient outcome. There was no adverse patient effect or clinically significant delay in procedure. No additional information was provided.

Event description:
Subsequent to filing the initial MDR, it was noted that the size of the device referenced in the case details was incorrect. The correct size of the device is a 3.0 x 28 mm.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post implantation, remove the entire system as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the implant and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.